Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported a weak sound on the left keypad printed circuit board assembly. Since the event occurred at the service center, there was no pt involvement during this event.